Event description:
Case description: investigation results: name: novopen echo. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the below investigation results updated. Manufacturer comment updated. Narrative updated accordingly. Manufacturer's comment: 07-jan-2019: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Evaluation summary: name: novopen echo. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) less insulin for 3 days as couldn't give half units due to the novopen echo breaking [underdose]. Novopen echo breaking [device breakage]. The issue with the pen was that they become stiff, they work fine for the first few days and then the dosage knob is stiff to dial up and press down [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "less insulin for 3 days as couldn't give half units due to the novopen echo breaking" with an unspecified onset date, "novopen echo breaking" with an unspecified onset date, " the issue with the pen was that they become stiff, they work fine for the first few days and then the dosage knob is stiff to dial up and press down" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date due to device therapy. Patient's height, weight and body mass index were not reported. Medical history was not provided. From an unspecified date, the patient's novopen echo was always breaking. The patient's pen was not working and he had to have less insulin as the patient's mother could not give half units due to the novopen echo breaking. This happened over a weekend and patient could not get a replacement and had to use a prefilled pen. It was reported that the issue with the pen was that they become stiff, they work fine for the first few days and then the dosage knob is stiff to dial up and press down. The patient was using bd micro fine needles which were recommended by the consultant and the patient's mother was adamant that the issue was with the pens and not the needles. The patient's mother spoke with a senior member of the team and she believed these issues were very serious. Action taken to novopen echo was not reported. Batch number of novopen echo has been requested. The outcome for the event "less insulin for 3 days as couldn't give half units due to the novopen echo breaking" was not reported. The outcome for the event "novopen echo breaking" was not reported. The outcome for the event "the issue with the pen was that they become stiff, they work fine for the first few days and then the dosage knob is stiff to dial up and press down" was not reported.

Event description:
Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "less insulin for 3 days as couldn't give half units due to the novopen echo breaking" with an unspecified onset date, "novopen echo breaking" with an unspecified onset date, "the issue with the pen was that they become stiff, they work fine for the first few days and then the dosage knob is stiff to dial up and press down" with an unspecified onset date, and concerned a 4-years-old male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy", since last submission, the case has been updated with the below -patient age added.